Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : no anomalies or deviations were found during the review.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
21.12.05 primary hip operation. Implants used: 58mm 100 pinnacle cup, hole eliminator, metal insert, size 4 summit stem, 36 + 8.5 metal on metal head. Pt presented with groin pain and elevated metal ion levels. Pt revised today ¿ head and liner and hole eliminator removed. Same replaced with poly lipped liner for 58mm cup, hole eliminator and a ts ceramic 36+8.5 head. Xrays to follow and picture of the liner removed.